Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. The customer advised that the device was charging for defibrillation and the device powered off by itself. The device was turned back on and was able to shock the patient three times successfully. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified and duplicated the reported issue. Stryker determined that the likely cause of the reported issue was due to batteries that were older than recommended to be used. The customer was advised to use batteries less than 2 years old. The battery pins in the device was also replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of reported issue was due to the customer not following proper maintenance for the batteries.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. The customer advised that the device was charging for defibrillation and the device powered off by itself. The device was turned back on and was able to shock the patient three times successfully. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.